Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The article was written by derek f. Amanatullah, robert t. Trousdale, arlen d. Hanssen, david g. Lewallen, and michael j. Taunton. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Number 16 states. "Intraoperative or postoperative bone fracture and/or postoperative pain." This information was originally reported on 1825034-2016-00837 which referenced a journal article written on a study that this patient took part in. Product location unknown.

Event description:
Information was received based on a review from the journal article, "non-oncologic total femoral arthroplasty: retrospective review." A patient was identified in the article that underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision due to periprosthetic fracture on an unknown date. It was further reported that patient underwent a second revision procedure due to infected periprosthetic non-union. During the procedure, antibiotic cement spacers were used to complete the procedure. Subsequently, patient experienced dislocation on an unknown date with an unknown outcome. No further information has been provided.